Event description:
Foley catheter "slipped out" due to balloon not being inflated.

Manufacturer narrative:
It was reported that the foley catheter "slipped out" due to the balloon not remaining inflated. Due to this, a new device was required. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.